Event description:
Pt in very seriious motorcycle accident in 2004. They suffered multiple rib fractures and significant trauma from the multiple rib fractures. Change was noticed in the breast implants. Pt was admitted to hosp for removal and replacement of breast implants thought to be ruptured. Pt also had capsulectomies done. It was noted during surgery that both right and left breast implants were ruptured. Surgeon identified breast implants as siltex mentor, size 250 gel implant. These implants had been placed in 1996.